Event description:
A us distributor reported that an electrode belt had check therapy pad messages, can connection messages, and asystole event messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (can connection status, check therapy pad messages, and asystole event) was due to corrosion found ECG ¿c¿. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.